Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat3 aspiration catheter (cat3). During the procedure, the physician successfully removed the clot using the cat3. After removal of the clot, the physician noticed that the cat3 broke in half while in the patient's leg. The physician required a snare device to remove both broken halves of the cat3 from the patient. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the penumbra indigo system aspiration catheter (cat3) was fractured approximately 48.0 cm from the distal tip. Conclusion: evaluation of the returned device confirmed that the cat3 was fractured. This type of damage typically occurs due to improper handling during use. Even though the physician mentioned that he did not experience resistance during withdrawal of the catheter, if the device was retracted at an angle with excessive force, damage such as this may occur. In addition, the observed fracture did not occur at a junction location. All lots are tested for tensile strength and all tested units from the lot related to this cat3 met the specification. The proximal end of the fractured cat3 was not returned for evaluation and the scope of the investigations was, therefore, limited. The cat3s are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.